Event description:
Possible perforation. Increased nausea and vomiting. Spoke with patient's husband with patient present. He states patient fell 2 weeks ago and has been having increased n/v since. She is currently hospitalized. They did some testing and verified today that one of the stimulator leads is not attached properly and is possibly perforated. Dr. (B)(6) at (B)(6) hospital has spoken with dr. (B)(6) and they are working on trying to transfer pt to (B)(6) hospital so that dr. (B)(6) can take over surgical care but there are not any open beds at this time. Pt and her husband state the device works really well in controlling pts nausea and vomiting normally. Follow up: patient's husband informed that the providers are working on her care. Patient had a lead revision in fort worth yesterday, on (B)(6) 2024.